Event description:
It was reported that a pt experienced swelling of the lips with a stinging sensation, after placement of eight crowns using integrity and several other products. The dr recommended,that the pt take benadryl and use a peroxyl rinse. Also, the pt had allergy testing performed and it was confirmed that the pt was allergic to several substances, though details are not available.

Manufacturer narrative:
While it is unknown if the integrity used in this case caused or contributed to the pt's symptoms, it is possible an allergic reactionsto dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. The device was not returned for eval and the lot number was not provided for retained-product testing and/or DHR review.